Manufacturer narrative:
The pump was received with blank display due to interface board broken solder joint. The pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was damaged. No further information provided.